Event description:
It was reported that after implant, the device would only pace in unipolar configuration; when programmed to bipolar, both chambers measured undefined impedance of greater than 9999 ohms and there was an error message. The patient was taken back to surgery, and the device was explanted and replaced. It was noted that the device had been custom coated with a parylene coating due to abdominal stimulation, and it was suspected the coating may have prevented the device from recognizing the bipolar leads. No patient complications were reported as a result of this event. Additional information was received reporting that the right ventricular lead was capped due to low impedance, and muscle stimulation. The device was noted to sense in bipolar mode, but there was no capture in either chamber.

Event description:
It was reported that after implant, the device would only pace in unipolar configuration; when programmed to bipolar, both chambers measured undefined impedance of greater than 9999 ohms and there was an error message. The patient was taken back to surgery, and the device was explanted and replaced. It was noted that the device had been custom coated ith a parylene coating due to abdominal stimulation, and it was suspected the coating may have prevented the device from recognizing the bipolar leads. No patient complications were reported as a result of this event.

Event description:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) preliminary testing revealed a no ventricular output condition. The no ventricular output condition was the result of fractured ventricular tip feed through bond wires. Additional analysis of the device revealed the cause of the atrial and ventricular bipolar output conditions was a coating of parylene acting as an insulator between multibeam contacts within the connector and the ring of the leads. The fractured wire bonds were not associated to the reason for return and were the result of cyclic fatigue. The exact cause of the fractures cannot be determined.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary preliminary testing revealed a no ventricular output condition. The no ventricular output condition was the result of fractured ventricular tip feed through bond wires.